Event description:
It was reported that the patient presented for follow up in clinic. Upon review, the atrial lead exhibited failure to capture due to dislodgment. The atrial lead dropped into the right ventricle. The physician explanted and replaced the lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of dislodgement and failure to capture were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection found no anomalies except for procedural damage.